Event description:
Additional information was received. It was reported that prior to the procedure to reposition the catheter, the patient was in a ¿low awareness state¿ that was difficult to assess but was noted to have severe lower limb spasticity and a reduced respirator rate.

Event description:
It was reported that the health care provider needed to confirm the catheter position as the patient received inadequate therapy. The catheter was not easily visible by plain x-ray so a contrast study was done and the catheter was noted to be placed too high and was "through in foramen magnum"; a revision was done. The catheter was not explanted but repositioned. There was no reported patient harm, injury or death. The patient outcome was noted as ongoing therapy. The pump was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model # 8780 lot # unknown. Implanted on: (B)(6), 2012 explanted on:unknown. (B)(4).

Manufacturer narrative:
(B)(4). All previously reported device conclusion will be updated/corrected to those listed above.